Event description:
While servicing the ventilator, the MFR's service tech noted a diagnostic code in the ventilator's code log history indicating a vent inop occurrence due to a pressure sensor failure. The customer did not report the occurrence during any previous usage. When questioned about the vent inop occurrence, the customer reported the ventilator was being tested and the code may have occurred while in operation for testing. The ventilator was not in use at the time, therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator will alarm upon vent inop. The service tech reported he was unable to duplicate the vent inop occurrence. Final applicable testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na